Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer has not seen the bed yet, but the end-user reports the hand control itself, not where it connects, is smoking. Dealer didn't have use demographics and states there were no reported injuries.